Event description:
Customer reported damage to the pump housing and usb port, affecting the ability to charge the pump, which subsequently caused it to shut down. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. A replacement pump was arranged, and customer was instructed by technical support to put the pump into storage mode and use multiple daily injections as a backup therapy.